Event description:
It was reported that prior to implant, while still in the box, the ICD was in backup vvi mode. The device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of device reset was confirmed in the laboratory. The device went to bvvi after a single parity mrn while in ship-settings. The cause of the parity error was not determined.